Event description:
It was reported to philips that the device's operating system disk failed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information collected, the system was outside of use at the time of the reported problem. A philips field service engineer (fse) examined the system on-site and identified operating system (os) disk failure which can impact booting. The log file analysis revealed ¿os disk error¿ which confirmed the reported malfunction. The fse created system image and restored a new hard disk drive (hdd) to resolve this issue and returned the device to use in good working order. The codes were updated based on the investigation outcome.